Manufacturer narrative:
The device was not returned to tenex. It was discarded by the facility. A root cause investigation and corrective action plan are in process based on other reports and devices returned and evaluated.

Event description:
During a procedure with the tenex system, the microtip needle separated from the rest of the hand piece. The needle was retrieved and discarded. The procedure was completed. There were no patient complications.